Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the homechoice (hc) during fill 1 of 4, and during troubleshooting a leak was found. The technical service representative (tsr) confirmed with the home patient (hp) that the frangibles had been broken. The hp inspected the drain line, moved the red clamp three inches in either direction, and inspected the heater bag port. The hp then mentioned that there was some fluid on her night stand. The tsr assisted the hp with ending therapy due to the possible risk of the set being compromised. The tsr advised the hp to dispose of the current supplies and start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the hp regarding the event. She stated that the leak was coming from the connection between a supply bag and the cassette. She stated that she had not tightened the connection all of the way, and there were no defects noted on the supplies. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the event was use error. There was no reported device malfunction therefore no further investigation will be performed.